Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: (B)(6) clinic. Implant record: ¿graft surgical, xenmatrix ab porcine dermal matrix 19 x 28cm. Manufacturer: bard .¿ (B)(6) 2020: (B)(6) clinic. Inpatient hospitalization. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 2009: (B)(6) hospital. (B)(6) md; (B)(6) md. Operative report. Preoperative diagnosis: wound infection of a midline abdominal wound. Postoperative diagnosis: wound infection of a midline abdominal wound. Procedure performed: 1) debridement of skin and subcutaneous tissue in abdominal incision. 2) application of a negative-pressure wound dressing less than 50 cm. Consent: the procedure was explained to the patient, the risks and benefits, as well as alternative methods of managing her chronic wound. Verbal and written consent were obtained to proceed with the radical debridement and wound vac placement. Description of procedure: ¿the surgical site was confirmed. A timeout was completed. The patient was prepped and draped in a sterile fashion. The scar tissue was excised until healthy subcutaneous tissue was seen. Nonviable tissue was debrided. The fascia was intact, and remains of an old suture material was removed from the wound. The area was irrigated with a suction irrigator with 2 liters of saline. The area of the skin was dried and the wound inspected for any areas of bleeding. The few areas that were seen were cauterized. Again, the fascia was intact and there seemed to be no sinus connections in the newly debrided wound. A wound vac kit was then opened and the black foam cut to fit the inside of the scar, the seal applied and then connected to the wound vac. It remained intact with a good seal was obtained with no leak. The final vac measurements were approximately 8 x 10 cm. Her estimated blood loss was minimal, less than 50 cc. Her total fluids received was about 300 ml. There were no complications during this procedure. The patient was extubated and returned to the pacu hemodynamically stable. Dr. (B)(6) was present and participated in all parts of the procedure.¿ implant procedure: exploratory laparoscope [sic] and adhesiolysis. Laparoscopic mesh placement with the hernia repair 19 x 15 cm mesh, parietex. Implant: gore® dualmesh® biomaterial [1dlmcp04/(B)(6), 19x15 cm] implant date: (B)(6) 2010 (hospitalization ni). ¿ (B)(6) 2010: (B)(6) hospital. (B)(6) md. Operative report. Pre operative diagnosis: abdominal pain, incarcerated incisional hernia, peritoneal adhesions, multiple previous surgeries. Post operative diagnosis: same. Description of procedure: ¿following written consent she was placed in supine position. Given intravenous sedation, analgesia, anesthesia. Foley catheter placed. Entire anterior abdominal wall was prepped and draped in the usual sterile manner. Needle puncture gained access into the left ___ [sic] area and pneumoperitoneum was established. 5 mm port was established. Upon visualization it is apparent she has a dense adhesion involving the small bowel that is causing part of the small bowel obstruction. Carefully [sic] and meticulous adhesiolysis was performed. This required extensive adhesiolysis and intraloop adhesions as well, omentum and some part of the small bowel was stuck down into the hernia. This was carefully and meticulously freed and all bowel were separately inspected that revealed no evidence of injury to the bowel. Entire bowel contents were reduced back into the peritoneal cavity. Found to have a large defect and appeared to be two defects adjacent together along with midline defect. Decision was made to cover the whole area, required to have a 19 x 15 cm mesh. This was four quadrant marked, inserted into the peritoneal cavity after placing four quadrant suture, brought together with the stab wound incision with the suture passer and circumferentially the hernia mesh was approximated with the hernia tacker. Tolerated the procedure well. Abdominal cavity was thoroughly inspected to look for any bleeding, infection, biliary leakage of bowel leakage. This was negative. Entrance site of the 12 mm port was approximated with #1 vicryl, skin incisions were approximated with subcuticular vicryl and steri strips.¿ estimated blood loss: n/a. Specimens: n/a. ¿ (B)(6) 2010 [assigned]. [Facility ni]. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 06387822. W.l. Gore & associates. ¿ the records confirm a gore® dualmesh® biomaterial (1dlmcp04/06387822) was implanted during the procedure. Relevant medical information: ¿ (B)(6) 2011: (B)(6) hospital. (B)(6) md. Operative report. Pre operative diagnosis: complex abscess x 2, simples abscess x 1, left axillary region. Post operative diagnosis: pending path report. Anesthesia: [blank]. Procedure performed: drainage of complex abscess and simple abscess, cultures, left axillary region. Description of procedure: ¿two complex abscesses and one simple abscess drained from the left axillary region. Tolerated it well, transferred to post anesthesia recovery unit. Microbiology cultures were taken and the cavity was packed.¿ estimated blood loss: n/a. Specimens: n/a. ¿ (B)(6) 2012: (B)(6) hospital. (B)(6) md. Operative report. Pre operative diagnosis: multiple abscesses. Post operative diagnosis: same. Anesthesia: [blank]. Procedure performed: two complex abscess drainage. Two simple abscess drainage. Description of procedure: ¿following written consent and placed in supine position, area was prepped and draped in the usual sterile manner. After adequate infiltration of anesthesia and elliptical incision was made, carefully dissected through. Entire lesion was excised. Tolerated it well. Transferred to post anesthesia recovery unit in a stable condition.¿ estimated blood loss: n/a. Specimens: n/a. ¿ (B)(6) 2012: (B)(6) hospital. (B)(6) md. Operative report. Pre operative diagnosis: right abdominal pain, nausea and vomiting. Incarcerated incisional hernia. Indication for procedure: this lady who presented with a recurrent incarcerated incisional hernia with abdominal pain, nausea and vomiting, subsequently we made above diagnosis and she was brought to the operating room in an emergency manner. She has significant morbid obesity. Bmi well over 40 at least weighing more than 350 lbs. She was in detail explained the benefits and risks including possible complication, not limited to anesthesia, infection, bleeding, injury to the adjacent structure, need for further surgery, failure of surgery, understood and wished to proceed with open surgery with a component separation in view of the incarceration as well as pain. Post operative diagnosis: same with a recurrent incarcerated incisional hernia. Anesthesia: [blank]. Procedure performed: 1) component separation, flap closure of the trunk. 2) mesh placement. 3) repair of incarcerated recurrent incisional hernia. 4) adhesiolysis. Description of procedure: ¿following written consent and placed in supine position given intravenous sedation, analgesia, anesthesia, endotracheally intubated, entire anterior abdominal wall was prepped and draped in the usual sterile manner. After adequate infiltration, a midline incision was made, carefully dissected through. The hernia sac appeared to be protruding through beneath the skin. Incarcerated with the omentum. Hernia sac was completely separated. At the same time we created a flap around 7.5 cm from the edges of the hernia sac region. It was around 6 cm in diameter. Once the flap was created, the decision was made to perform adhesiolysis. It required considerable time to release all the adhesions. We were able to identify the previously placed mesh it was somewhat adherent to the area. We did not free the entire part of the small bowel from the hernia tucker previous placed tucker area. There [sic] appeared to be somewhat scarred down. Once the adhesiolysis was performed the decision was made to proceed to a 15 cm x 10 cm parytex [sic] composite mesh with appropriate smooth surface facing the bowel side. Intraperitoneally. Right after that the decision was made once the flap was created from the anterior abdominal wall lateral to the rectal sheath. The decision was made to proceed with the pre-peritoneal finger freeing all the way down and the lateral part lateral to the rectal sheath, release was performed to relieve the tensions on both sides. Once the transverse side was released to cover the defect easier, the oval shaped defect and we were able to approximate it. Subsequently, the decision was made to proceed with the eight quadrant sutures of #1 vicryl in the u shape manner to the appropriate side. We pulled through the needle circumferentially all eight sutures. Subsequently, tucker was used to place the mesh circumferentially. Adequate attention was paid to avoid any injury to the bowel. She is extremely obese and it was difficult to accomplish. But we were able to get the stapler right across it leaving adequate margins from the circumference. Tolerated it will. Thorough inspection failed to reveal any evidence of injury. Midline was closed with a #1 loop pedis and subcutaneous tissue with #1 vicryl and skin stapler.¿ estimated blood loss: n/a. Specimens: n/a. ¿ (B)(6) 2012 [assigned]. (B)(6) hospital [assigned]. Implant record. Parietextm composite. ¿ (B)(6) 12: (B)(6), (B)(6) md. Pathology. Path #: s12-2882. Clinical data: provisional dx: incarcerated hernia. Post-op dx: inverted ventral incisional hernia. Diagnosis: umbilicus hernia sac 5 cm from previous repaired hernia: umbilical hernia sac with acute congestion. Gross description: specimen consists of a tan brown wrinkled tissue measuring 5.5 x 5.2 x 1.5 cm. Also a yellow tan fatty tissue measuring 3.5 x 1.7 x 1.0 cm. Representative sections submitted. Microscopic description: microscopic examination performed. ¿ (B)(6) 12: (B)(6) hospital. (B)(6) md. Operative report. Pre operative diagnosis: post operative wound infection and complex drainage. Post operative diagnosis: same. Anesthesia: n/a. Procedure performed: [blank]. Description of procedure: ¿the lower part of the wound was opened. Adequate cultures were examined. All of the staples were removed. Copious amount of purulent material was drained, cavity thoroughly irrigated, pack with gauze. Continue vancomycin q 8 hourly packing.¿ estimated blood loss: n/a. Specimens: n/a. ¿ (B)(6) 2012: (B)(6) hospital. (B)(6) md. Operative report. Pre operative diagnosis: inadequate peripheral venous access. Post operative diagnosis: same. Anesthesia: n/a. Procedure performed: hickman line placement. This lady has continued to grow mrsa. She had no peripheral venous access and we evaluated her and I in detail explained the benefits and risks including possible complications. She understood and wished to proceed. She has undergone uneventful drainage. ¿ (B)(6) 2014: (B)(6) hospital. (B)(6) md. Operative report. Pre operative diagnosis: abdominal mass, small bowel obstruction, incarcerated recurrent incisional hernia. Post operative diagnosis: same. Anesthesia: n/a. Procedure performed: exploratory laparotomy and adhesiolysis. Repair of recurrent incarcerated incisional hernia. Description of procedure: ¿this lady has had multiple previous surgeries and complex wound closure and multiple mrsa¿s in the past. She presented with a large mass following a kicking incident that resulted in a large half the size of a football mass in the lower anterior abdominal wall. Having been explained the benefits and risk she was taken to the operating room. Possible complications are not limited to anesthesia, infection, bleeding, injury to the adjacent structure, need for further structure, need for further surgery, fistula and infections. Following written consent placed in supine position. Given intravenous sedation, analgesia, anesthesia. Longitudinal incision was made and carefully dissected through the subcutaneous tissue. Upon entry into the subcutaneous tissue found to have a large mass. It does appear to have the edges of the previously placed mesh has ruptured and protrusion of small bowel through that area along with some omentum and adhesions. Decision was made to proceed with the open procedure. Entered into the peritoneal cavity along the superior border of the mesh and some part of the mesh was also was divided and entered into the peritoneal cavity, found to have small bowel as well as omentum crinkled up in the cavity. Adhesiolysis was performed with release all the adhesions from the cavity area long with some omentum. Extensive adhesions [sic] were performed and small bowel was straightened up placed back in the peritoneal cavity. Peritoneum appeared to be mattered [sic] and disrupted in that area therefore decision was made to proceed with the repair of incisional hernia with the primary closure of the loop pds incorporating the rectus sheath from superiorly and mesh from inferiorly. The two layer closure was performed with the loop pds in a transverse manner to embrocating the areas of the hernia. She tolerated the procedure well. Adequate hemostasis was achieved. Skin brought together with the vicryl and staples. Transferred to post anesthesia recovery unit in a stable condition. We advised her to wear her abdominal binder for at least 3 months.¿ estimated blood loss: n/a. Specimens: n/a. Explant procedure: repair of recurrent incarcerated incisional hernias, extensive lysis of adhesions, removal of old mesh. Explant date: (B)(6) 2018 (hospitalization ni). ¿ (B)(6) 2018: (B)(6) hospital. (B)(6) md; (B)(6) md. Operative report. Preoperative diagnosis: recurrent small bowel obstructions and recurrent incisional hernia. Postoperative diagnosis: recurrent small bowel obstructions adhesions and mesh failure, recurrent incisional hernias. Resident: dr. (B)(6), md; dr. (B)(6), md. Anesthesia: general endotracheal. Indications: patient is a 50 yo f with a history of recurrent ventral hernias that has failed repair multiple times. Patient has at least 2 different meshes in place. She presents to the hospital for the second time in several weeks with a partial small bowel obstruction due to adhesions and hernia. A hernia repair with mesh explantation was offered to patient, due to recurrent obstructions, with the knowledge that she may need a component separation if this repair fails. Patient wishes to proceed with intervention. Findings: extensive adhesions and multiple hernias. Operative course: ¿the patient was consented in the perioperative area. The patient was brought to the operating room and placed supine on the operating table. General endotracheal anesthesia was induced. Preoperative antibiotics were administered. The patient was prepped and draped in the usual sterile fashion per cmc protocol. A time out was performed. An upper midline incision was made alone prior incision with the use of a 10 blade. Dissection was made down to hernia sac and fascia with the use of the electrocautery, sharp and blunt dissection. Hernia sac was opened with the use of metzenbaum scissors and resected with the use of the electrocautery. Extensive adhesions from bowel to hernia sac were taken down with sharp dissection. Adhesions of omentum to hernia sac were taken down with sharp dissection. Adhesions of omentum to abdominal wall and exposed mesh were taken down with the use of the electrocautery. Hemostasis was ensured with the use of 3-0 vicryl and electrocautery. Exposed mesh was resected from fascia with the use of electrocautery. Fascia was reapproximated with the use of 1 prolene in a figure of eight fashion. Subcutaneous tissues were washed out with normal saline. Skin was reapproximated with staples. Sponge, needle and instrument count were correct. The patient tolerated the procedure well without any complications. A debriefing was performed. The patient was transferred to pacu in stable condition. Dr. (B)(6) was scrubbed in and directed the entire procedure.¿ estimated blood loss: 60 cc. Complications: none. Specimens to pathology: none. Relevant medical information: ¿ (B)(6) 2018: (B)(6) hospital. (B)(6) , mbbs, pgy-2; (B)(6) md. Operative report. Procedure: wound exploration, debridement seroma cavity, drain placement, wound closure. Preoperative diagnosis: postoperative seroma versus dehiscence. Postoperative diagnosis: postoperative seroma. Secondary surgeon: (B)(6) md; (B)(6) md. Estimated blood loss: 5 cc. Drains: 10 mm flat blake drain in the right lower quadrant draining subcutaneous tissues above the fascia. Specimens: culture swab from seroma cavity for aerobic and anaerobic. Acute complications: none. Brief history: this patient is well-known to the surgical service, with a history of an abdominal wall hernia that was presented with several bowel obstructions over the recent weeks. Approximately 2 weeks ago she was taken [to] the operating room where a primary repair of her fascial defect was performed. She represented to our emergency department on (B)(6) 2018 after feeling a pop in [sic] draining a significant amount of serous/serosanguineous fluid from her midline wound. CT findings were quite concerning for fascial dehiscence. Findings: ¿well approximated underlying fascia, large abdominal wall cavity with serous, and seropurulent material, some granulation tissue across wound bed.¿ operative course: ¿the patient was greeted in the preoperative area, where the risks, benefits, and indications for the procedure were explained. After all questions have been answered to the patient¿s satisfaction both verbal and written consent was obtained. Patient take back to the operating room where she underwent general anesthesia and was prepped and draped in sterile fashion. After performing a timeout all midline staples were removed, and her midline incision was opened with finger fracture. Fibrinous material was removed, and copious serosanguineous and seropurulent material was removed from within the wound cavity. At this time a culture was collected by running a culture swab through the deep portions of the wound, and the specimen was passed off. After collecting the swab the cavity was copiously irrigated and suctioned with sterile saline, and the primary repair was closely inspected. The original permanent sutures were noted to be in place, the fascia appeared well approximated with no visible bowel or defects appreciated on palpation. At this time a 10 mm flat blake drain was placed lateral to the wound pocket, sutured in place with a 3-0 nylon. Thereafter the midline wound was closed with a series of #2 nylon sutures in an interrupted vertical mattress fashion, and 2 simple interrupted #2 nylon sutures were placed on either end of the incision. The wound was well approximated, and the suctions bulb maintained negative pressure within the wound. Wound was then covered with gauze, drain sponge was placed around the drain, and all dressings were taped in place. All sponge, needle, instrument counts were correct x 2. Patient tolerated procedure well was taken to pacu in stable condition. Dr. (B)(6) was present for and directed the entire procedure.¿ ¿ (B)(6) 2019-(B)(6) 2019: (B)(6) hospital. (B)(6) md; (B)(6) do. Operative report. Preoperative diagnosis: recurrent incarcerated obstructing ventral hernia. Postoperative diagnosis: recurrent incarcerated obstructing ventral hernia. Operation: exploratory laparotomy; extensive loa >2hrs, resection of hernia sac, washout, open ventral hernia repair with bridging xenmatrix mesh. Anesthesia: geta. Estimated blood loss: 10 ml. Complications: none apparent. IV fluids: per anesthesia. Specimens: hernia sac. Intraoperative findings: ¿dense intraabdominal adhesions, several swiss cheese defects of abdominal wall with incarcerated small bowel and transverse colon with proximal bowel dilation, turbid peritoneal fluid.¿ procedure in detail: ¿after obtaining consent, the patient was brought to the operating room and placed in a supine position. General anesthesia was induced. A foley catheter was placed. The patient¿s abdomen was prepped and draped in the usual sterile fashion. A time out was performed prior to starting the operation. The preexisting healed midline incision was carefully excised. There were dense adhesions to the abdominal wall bilaterally, these adhesions were sharply lysed for upwards of 2 hours in order to obtain access to the peritoneal cavity. The transverse colon and proximal small bowel was dilated but otherwise appeared healthy. There was a large amount of turbid ascites present both in the hernia sac and the peritoneal cavity. Once the hernias has been reduced it became apparent that there were numerous swiss cheese defects of the abdominal wall. This [sic] defects were opened to create one large defect measuring 27 x 13 cm. The bowel was run from the ligament of treitz to the cecum. There was no signs of ischemia, no serosal injuries, or ongoing signs of obstruction. There was some loss of domain and it was determined that closing the ventral defect would not be possible. Of note, the patient¿s peak airways [sic] pressures were in the mid 30s throughout the case while the abdomen was open. Due to the gross amount of turbid fluid and lss [sic] of domain, it was decided to use a biologic mesh for a bridging repair. A xenmatrix was cut to the size of the defect and sutured to the fascial edges in a running fashion with pds. 2 19f blake drains were left overlying the mesh to evacuate the expected post-op seroma. Skin flaps were made using electrocautery. The skin was closed with staples. A postop debriefing was done. All counts were correct at the end of the case. The patient tolerated the procedure well and was transferred to the pacu in stable condition. Dr. (B)(6) was present, scrubbed, and directed the entire case.¿ ¿ (B)(6) 2020: (B)(6) hospital. (B)(6) md; (B)(6) md. Operative report. Resident: (B)(6) md; (B)(6) md. Procedure performed: wound debridement, seroma drainage and washout. Emergency: yes. Preoperative diagnosis: abdominal wall wound break down and fluid collection. Postoperative diagnosis: abdominal wall wound breakdown and seroma. Findings: ¿non viable tissue overlying midline wound, cloudy seroma surrounding majority of wound. Final wound dimensions ~ 20 x 10 cm open in midline with 5-10 cm undermining from 4-7 and 9-11.¿ specimens: fluid and tissue for culture. Complications: none apparent. Estimated blood loss: 5 ml. Brief history: (B)(6) is a 52 y.o. Female with recurrent ventral incisional hernia who presented with poor midline wound healing and fluid collection. Description of procedure: ¿the patient was identified in the preoperative area and written consent was obtained after discussion of risks, benefits, and alternatives. The patient was taken to the operating room and general endotracheal anesthesia was induced. The patient was prepped and draped in the usual sterile fashion. After an appropriate timeout was performed, culture swabs were inserted in the left lower lateral fluid pocket for culture. Non viable tissue overlying the wound were sharply debrided. The fluid pocket in the llq was probed and found to extend clockwise to the ruq. Lower wound borders were easily fractured free. The resulting pocket was irrigated, suctioned. The wound was covered with vaseline gauze, dakin¿s dampened kerlix, abd pad, and montgomery straps. The patient tolerated the procedure well, with no immediately apparent complications. All needle and instrument counts were reported to be correct at the end of the procedure. The patient was extubated and taken to pacu in stable condition. Plan to return in ~48 hours for recheck and possible wound vac placement. Dr. (B)(6) was present for the entire procedure.¿ attestation: procedure: excisional wound debridement including skin, subcutaneous tissue and fascia greater than 20 cm. (See note). I was present for the entire procedure. I agree with this note as written. ¿ (B)(6) 2020: (B)(6) hospital. (B)(6) md; (B)(6) md. Operative report. Resident: dr. (B)(6) , pgy-4; dr. (B)(6) , pgy-2. Procedure performed: abdominal wound debridement, negative pressure wound [sic] vac placement. Preoperative diagnosis: abdominal wall wound. Postoperative diagnosis: abdominal wall wound. Findings: ¿14 cm x 23 cm x 1.5 cm deep. 5 cm undermining right superolateral and left inferolateral wound edges. White foam at base of wound, black foam on top. Yellow fibrinous material at base along with healthy pink granulation tissue and hernia sac.¿ specimens: none. Complications: none. Ebl: 5 cc. Brief history: patient is a 52-year-old female admitted with a chronic abdominal wound infection. Patient had recurrent ventral incisional hernia and had recurrence of her hernia following her most recent repair as well as what appeared to be a seroma formation causing excess skin tension creating duration of the skin cutaneous tissue. He [sic] previously underwent incision and debridement 2 days ago and is planned for repeat debridement with likely wound vac placement. Procedure: ¿the patient was identified in the preoperative area using two identifiers and written informed consent was obtained. The patient was brought to the operating room and placed supine on the operating table. General endotracheal anesthesia was induced. Preoperative antibiotics were administered. The patient was prepped and draped in the usual sterile fashion per cmc protocol. A time out was performed. The wound was again examined there was a yellow-white fibrinous material at the wound base as well as healthy granulation tissue there was some areas of exposed hernia sac however the hernia sac was not violated. The skin edges along the right lateral border as well as superiorly had some necrotic tissue which was debrided with electrocautery. Total area of debridement less than 20 cm skin and subcutaneous tissue. No obvious purulent or infected material was encountered. Hemostasis was obtained with electrocautery. We then placed a white foam wound vac in the undermined areas of the right superior lateral and left intraoral lateral regions as well as over the base of the wound. We then placed a thin black foam over top cut to the dimensions of the wound, and secured this in place with adhesive wound vac dressing. Wound vac was applied to under 125 mmhg suction with good seal. Sponge, needle and instrument count were correct. The patient tolerated the procedure well without any complications. A debriefing was performed. The patient was transferred to pacu in stable condition. Dr.(B)(6) was present and directed the entire procedure.¿ attestation: excisional debridement of abdominal wall skin and subcutaneous tissue, and placement of negative pressure wound vac. ¿I was present for the entire procedure. I agree with this note as written.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial  instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: multiple abscesses, recurrence, dense adhesions, seroma, infection. Additional event specific information was not provided.